Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient had reused single-use supplies during peritoneal dialysis therapy. The customer reported receiving a "reload set 201" alarm during dwell one of six and started therapy over using the same supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.